Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following patient identifiers for the following systems: (B)(6) - aviva ii (system 1), serial number - (B)(4). (B)(6) - aviva ii (system 2), serial number - (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: hi (>600 mg/dl) and 174 mg/dl on aviva ii meter (system 1) and 174 mg/dl, and 168 mg/dl on aviva ii meter (system 2). The same vial of strips (lot 496111) used with both meters, and produced all the readings. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.